Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had alarmed remove and reattach the cassette. The patient had been instructed to ensure the cassette was securely fastened, followed by instructions to remove the batteries and restart the pump. Despite these efforts, the pump had continued to alarm. Multiple restart attempts had been made, but the alarm had persisted. The patient had then been instructed to turn off the pump and proceed to her scheduled appointment. The recorded volume had been 4.5 ml. The patient had not been affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.